Manufacturer narrative:
Implant date was not provided. If the requested information becomes available, a supplementary report will be submitted. Explant date is not applicable since the product was not removed. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4) , after clinical procedure, broken or fractured component was observed.